Event description:
Related manufacturer reference number: 2017865-2021-32082, related manufacturer reference number: 2017865-2021-32083. It was reported that the patient developed an infection. The implantable cardioverter defibrillator and left ventricular lead were explanted. The patient was stable post procedure.